Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at power up the programmer generated an error which indicated a system test failure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and it was attributed to the nylon standoff being broken. The nylon standoff was replaced and it was verified that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.